Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 146 mg/dl, 105 mg/dl, 162 mg/dl, 137 mg/dl, 75 mg/dl, and 136 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.